Manufacturer narrative:
(B)(4). Eval method: generator not being returned for evaluation. Results and conclusion: generator not being returned for evaluation. (B)(4). .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Weak coag during surgery.